Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that once the patient got the system implanted they became very weak and was hospitalized for 3 days. Caller stated that the patient was now in a rehab facility trying to get their strength back. Caller did not have the external equipment with them at the time of the call. Agent offered to review external devices with the caller, but the caller declined stating that they were familiar with the external devices and knew how to use them. The caller requested to be removed from the call list.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.